Event description:
It was reported that the impedance of this right ventricular (rv) pacing lead is high and out of range. An automatic switch from bipolar to unipolar was triggered due to the rv pacing impedance measurement exceeding 3000 ohms. The electrogram displays noise on the ventricular channel, resulting in inhibited pacing and atrial oversensing, which has been previously reported and is causing an increase in ventricular pacing. A ventricular episode recorded in june also indicates noise being oversensed on the ventricular channel. This lead currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the impedance of this right ventricular (rv) pacing lead is high and out of range. An automatic switch from bipolar to unipolar was triggered due to the rv pacing impedance measurement exceeding 3000 ohms. The electrogram displays noise on the ventricular channel, resulting in inhibited pacing and atrial oversensing, which has been previously reported and is causing an increase in ventricular pacing. A ventricular episode recorded in june also indicates noise being oversensed on the ventricular channel. This lead currently remains implanted and in service. No adverse patient effects were reported. Further information from the field confirms that the device remains implanted and operational, with no additional interventions undertaken. The patient will be subject to ongoing close monitoring. Additional information was received that surgical intervention was undertaken as a result of the previous reported clinical observations. A new pacemaker system was implanted on the opposite side (right side). This rv lead, right atrial (ra) lead and associated pacemaker were electrically abandoned on the left side. No additional adverse patient effects were reported. This lead remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the impedance of this right ventricular (rv) pacing lead is high and out of range. An automatic switch from bipolar to unipolar was triggered due to the rv pacing impedance measurement exceeding 3000 ohms. The electrogram displays noise on the ventricular channel, resulting in inhibited pacing and atrial oversensing, which has been previously reported and is causing an increase in ventricular pacing. A ventricular episode recorded in june also indicates noise being oversensed on the ventricular channel. This lead currently remains implanted and in service. No adverse patient effects were reported. Further information from the field confirms that the device remains implanted and operational, with no additional interventions undertaken. The patient will be subject to ongoing close monitoring.